Event description:
During the dressing change, the nurse found the dressing to be saturated. The needle was changed with the dressing change and no more leaks appeared. No harm to the pt.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.